Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rezi0047 showed no other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2016 - facility reported to the sales representative that during the tunneling procedure and adjustment of the catheter placement, the dacron cuff came dislodged from the catheter. This necessitated the removal of the item and replacement with the second catheter. No patient harm reported.